Event description:
Event description cpi received information that this patient with a bipolar lead was admitted to the hospital with a heart rate of 30 bpm and syncope. The physician verified the loss of ventricular output with pocket manipulation. The lead was capped and replaced with a new lead of the same model.